Manufacturer narrative:
Follow-up #1: date of submission 11/4/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: no defect found. The black box shows the pump was manually suspended on (B)(6) 2016 15:51. An unexplained power on reset then occurred at 15:53. Deliveries resumed at (B)(6) 2016 at 10:31. Power on reset occurred at 10:53; deliveries never resumed. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u.. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during testing. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose of 598 mg/dl with unspecified ketones, symptoms of dehydration, vomiting, and nausea. The patient was hospitalized and treatment included IV fluids and insulin via injections. During troubleshooting, customer support found that the basal history does not match active basal program. This complaint is being reported due to the allegation of inaccurate delivery and the patient experiencing hyperglycemia.